Manufacturer narrative:
The complete model number, serial number, and the date of manufacture have not been provided at this time. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
An on-site inspection was conducted. The pride product was not the cause of the fire.

Event description:
Received notice of a fire that occurred in a home where a pride jet powerchair was located.

Event description:
Received notice of a fire that occurred in a home where a pride jet powerchair was located.